Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Customer declined product replacement at this time. Most likely underlying root cause: user has low glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the control solution products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from fasting, meter to meter comparison results of 97 mg/dl using our meter and 110 mg/dl using another device and from fasting result obtained of 55 mg/dl. Customer stated she was not having any diabetic symptoms when she had obtained the result of 55 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer fasting and produced test results of 103mg/dl and 92 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).